Manufacturer narrative:
A partial lead with the connector pin measuring 13.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine device check, high capture threshold and high, out of range, pacing lead impedance were observed. Further evaluation was recommended. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the lead was explanted and replaced due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.